Event description:
The pt stated that shortly after beginning use of the infusion device he began to experience elevated blood glucose above 500 mg/dl and sometimes the value read "hi" on his blood glucose monitor. To lower his blood glucose, he would administer several boluses through the infusion device or inject insulin via syringe. He stated that after approx two weeks, he switched to another infusion device and his blood glucose returned to normal (80-140 mg/dl). The pt believes the infusion device was not delivering his basal rates or his boluses accurately. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.